Event description:
The complainant reported purge cassette failure while preparing the automated impella controller (aic). The console was changed, resolving the issue. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Based on the device and data analysis the root cause of the purge system failure (piston block) was the dextrose deposit on the purge motor gasket and behind the purge cassette insert. D2 common device name revised on manufacturer device report in accordance with updated procedures 1220648-2023-05563.